Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. The cause of this was a shorted components on the ca board. The root cause of the shorted components cannot be positively identified. There was no adverse event that resulted from the damaged monitor.